Event description:
Upon insertion into eye of a brand new contact lens - just removed from packaging - , immediate discomfort felt. If lens was continued to be worn over ~ 2 hours, redness and tearing developed and discomfort increased until could not be tolerated and lens removed. After resting eye with no lens approx 2 hours, discomfort, redness and tearing resolved. This happened with multiple lenses from the same lot of product. Lenses from another lot did not cause these issues.